Event description:
It was reported that the patient had a ¿broken wire¿ and had their implantable neurostimulator (ins) system explanted. Additional in formation was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), product type: programmer. Patient product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3966, lot# la4142, implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: lead. (B)(4).